Event description:
It was reported that this right atrial (ra) lead was explanted due to break/fracture, impedance issue and dislodgement. This lead was out of service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The cause traced to device design investigation conclusion code was selected based on the direct observation of a fractured lead conductor(s) with characteristics indicating cyclic fatigue/clavicle first rib crush. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead was explanted due to break/fracture, impedance issue and dislodgement. This lead was out of service and replaced. No additional adverse patient effects were reported.